Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed a drop in pacing impedances and an increase in pacing thresholds. The lead was noted to have micro-dislodged. The patient was seen for a revision procedure where the lead was successfully repositioned. There were no adverse patient effects reported. The lead remains in service.